Manufacturer narrative:
Other applicable components are: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).

Event description:
Additional information was received from the patient. They stated that the entire device system (pump and catheter) had been explanted. The patient never knew what was in the pump for medication, and their healthcare provider (hcp) was the best resource to contact for the medication, dose per day, and concentration. The patient did not know until they went for back surgery that their pump was not attached. The hcp was just going to "cut the thing off of the catheter and leave the line in the system spinal area." The catheter was not attached, and it came right out. Their hcp told them that the catheter was never attached. They had gone for the back surgery because the pain pump did not help, and the patient was having a terrible time with not getting pain relief since the patient was implanted on (B)(6) 2010. In (B)(6) 2010, the patient was sick after a few days of the pump being implanted. The patient told their hcp that they were not feeling well, and they wanted the pump taken out and to have it weaned down first. The patient clarified that the medicine was going into the body, but it was not going to the area where the catheter was supposed to be placed because the catheter was not attached. The patient kept going and having the pump refilled. The patient was "all balled up" and very sick, but their hcp was not able to wean the patient off of the medications until 2014. They took the pump out first, and they then performed a back surgery where they "put metal in" to address the patient's pain needs. The patient started feeling better when they removed the pump. They were on oral medications to help with their pain needs.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient and health care provider (hcp) receiving unknown medication(s) at dose/ concentrations that were not provided via an implanted infusion pump for non-malignant pain and failed back surgery syndrome. It was reported the patient's pump was taken out during surgery, however, the reason for the surgery was not specified. The pump was reportedly not even attached. When follow-up was attempted with the patient's managing hcp, it was reported the patient had been lost to their pain clinic and that they were unaware of the event declared. Additional information has been requested regarding medication information, contact information for a hcp if the patient saw a hcp for the pump not being attached, the event date, clarification regarding the pump not being attached, the cause of the event, if there were any symptoms, what steps were taken to resolve the pump not being attached before it was removed, and if the pump not being attached was resolved, but was not available at the time of this report. If additional information is received, a follow-up report will be submitted.